Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the c-arm geometry movements were unavailable. However, customer did not require philips service for this problem. A philips field service engineer (fse) called customer to get the information for the reported problem. Customer confirmed that the device was back to functional use after restarting the device. No service has been performed by philips. To date, no further information was received. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure completed as planned by the user by restarting the device. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the c-arm geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.